Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. A double stop was performed. The patient was monitored, and the case continued. The case was completed with cryo. No further patient complications have been reported as a result of this event. Additional information reported that the patient had not recovered at the time of discharge and the hospital stay was extended about one day.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed ten applications were performed with the reported balloon catheter 2af284 lot number 85292 without any issues on the date of the event. A clinical issue (phrenic nerve palsy) occurred during the procedure. In conclusion, there is no indication of a product performance malfunction of the reported balloon catheter contributed to the clinical issue. The reported balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.